Manufacturer narrative:
During testing at the manufacturer, the technician was able to confirm the hole in the hose.

Event description:
It was reported that during sterile processing at the user facility, the device was determined to have a hole in the hose which passes air and lubricant. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during sterile processing at the user facility, the device was determined to have a hole in the hose which passes air and lubricant. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.